Event description:
The customer reported the evis exera iii xenon light source getting an e103 lamp light error code. The heat sink was exchanged however, the issue persisted. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to inquire information on the use of after market bulb. The customer confirmed the use of after market bulb for a long time but never experienced the reported error. The customer opted to send in the unit for repair. The device has been received; however, the evaluation has not yet begun. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 5 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the e103 error code could not be determined at this time. Olympus will continue to monitor field performance for this device.